Manufacturer narrative:
(B)(6) this event occurred in (B)(6). (B)(4).

Event description:
The customer complained of erroneous results for 1 patient sample tested for elecsys ft4 ii assay (ft4ii). The erroneous results were reported outside of the laboratory. The initial ft4 ii result was 35.98 pmol/l with a data flag. The sample was repeated on (B)(6) 2016 and the result was 14.39 pmol/l. No adverse event occurred. The ft4 ii reagent lot number was 140865 with an expiration date of 03/31/2017. The field service representative (fsr) visited the customer site to check system maintenance. The pinch valve tubing was replaced and liquid flow cleaning was performed. Reagent handling and pre-analytics were checked. Precision testing results were acceptable. The customer has not had any additional issues since the visit from the fsr.